Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a tplo surgery, the surgeon used the large oscillating saw attachment with no problems. Afterwards when he used the ao/asif quick coupling, it was noted that the power tool is blocked and was not possible to start. The device was returned to france after repair and reportedly the device did not work again. The device was returned again to service and repair. No further information was provided. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Previously it was reported the device was returned for evaluation. Correction: the device was not returned for evaluation.